Event description:
Possible high lv threshold on (B)(6) 2020. Left ventricular lv tip to can lead impedance warning on (B)(6) 2020. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).